Manufacturer narrative:
Although there is no claim against the product and no indication of a product issue, an investigation was completed to determine the cause of the incident. Based on the investigation, there is no indication that the device directly caused conversion to open surgery. While there was no allegation that a malfunction of the da vinci system, instruments, or accessories occurred during the procedure, the use of da vinci products during this type of surgical procedure may have contributed to the intraoperative complications as noted in the surgical risk document based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to open surgery after the start of the procedure with ports placed due to the patient's anatomy. There were no post operative complications and the patient tolerated the procedure well.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy, the site converted to open surgery one hour after starting the case. The surgical team saw all the surrounding tissue was infiltrated by the tumor and the liver was cirrhotic so they could not manipulate any tissue. The procedure was converted to open surgery. There was no reported injury nor delay. During the open procedure they couldn¿t remove the pancreas neither. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to open solely due to patient anatomy. It was because of the tumor infiltration that was more extensive than expected, moreover, the patient¿s tissue was too fragile/delicate they couldn¿t manipulate it with the instruments. After porting the surgeon anticipated the possibility of converting. The patient tolerated the change. There was no injury to the patient, but the surgical team could not remove the pancreas due to the infiltration and the fragility of tissues during the open procedure neither. There was no system/device malfunction prior to procedure conversion. There were no postoperative complications. There is no recording about the case.